Event description:
It was reported that a wire separation occurred. This comet pressure guidewire was selected, during preparation the comet guidewire was flushed, connected to the ffr link, and pa waveform display was confirmed. They started to inserted the comet guidewire into a 5fr non-bsc diagnostic catheter while using an inserter device. Suddenly, the comet guidewire broke 39cm from the distal tip. It was noted that they did not feel anything irregular. The comet guidewire was kept in a coaxial position, there was no bending,twisting or deformation during insertion. The detached distal tip was at the end of the inserter and was easily removed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The returned product consisted of an ffr comet pressure wire. The separated distal end was returned. The devices shaft was visually and microscopically inspected for damage. The device showed a separation located 38cm from the tip. The separated shaft is at the seam weld of the device. The proximal shaft was returned and measured 147cm in length. The 2 components that were returned equaled 185cm in length which is the length of a complete comet wire. The tip looked to have a kink. The separated end looks to have been caused by a ductal bending force break. The distal and proximal ends looked to have a bend under magnification. The pressure wire could not be connected to the analysis support test bench due to the damage of the wire; therefore, the pressure issues that were stated by the customer could not be confirmed. A material testing analysis & characterization testing was completed via scanning electron microscopy examination which revealed that on the proximal and distal end of the fracture show the direction of ductile bend overload failure at the weld location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of detachment of the device was confirmed.

Event description:
It was reported that a wire separation occurred. This comet pressure guidewire was selected, during preparation the comet guidewire was flushed, connected to the ffr link, and pa waveform display was confirmed. They started to inserted the comet guidewire into a 5fr non-bsc diagnostic catheter while using an inserter device. Suddenly, the comet guidewire broke 39cm from the distal tip. It was noted that they did not feel anything irregular. The comet guidewire was kept in a coaxial position, there was no bending,twisting or deformation during insertion. The detached distal tip was at the end of the inserter and was easily removed. The procedure was completed with another of the same device. There were no patient complications reported.